Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured. There was no reported patient injury. Additional information was requested but not provided. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was found closed, and no syringe was returned for evaluation. The sealant was present in the manufactured position and partially exposed. The sealant sleeves showed no abnormal conditions. No catheter sheath introducer was returned. The balloon was observed to be burst, and the core wire was present. The atraumatic tip showed no damage or abnormal condition. No additional anomalies were identified during this analysis. The catheter working length was verified and found to be within the specification. An attempt to perform an inflation/deflation test was made; however, it could not be completed due to the condition of the balloon. Additionally, due to the reported issue of deployment difficulty/premature deployment, a simulated deployment test was performed to assess functionality. The unit functioned as intended, with successful sealant deployment and balloon retraction. After aligning the tension indicator by pulling in the distal direction, the distal tip, button 1, and button 2 were actuated in the instructed sequence. High magnification microscopic evaluation of the balloon revealed a complete burst condition with radial separation of the balloon in two portions, which remained attached to the core wire of the device. The exact cause of this condition could not be determined based on the available evidence. However, this type of damage is consistent with cases resulting from handling, procedural, or other non-manufacturing related factors. The reported event of ¿balloon loss of pressure¿ was observed through analysis of the returned device as a burst condition with radial separation of the balloon in two portions was noted. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site characteristics, procedural/handling factors (such as not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (although no damage was reported), the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.